Manufacturer narrative:
(B)(4) . Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a leak on a disposable cassette. This occurred at an unknown step of the process. It was noticed that fluid was leaking from the root of the blue plastic part of the heater line tube. The patient would start over with new supplies. There was patient involvement but there was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: the device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection with the naked eye was performed and no obvious defects were found. A simulated therapy was performed with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.